Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing leaks with the infusion set cannulas. Caller also stated the adhesive plaster is wet by the afternoon almost every day. No adverse event reported. Requested return of the alleged device for evaluation.